Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose and ketones. Troubleshooting was performed. The caller stated that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose of 425mg/dl, and she was treated with manual injections. The mother stated that her glucose level rose gradually, and the customer received no delivery alarm during the manual prime, but she did not call and still using the same infusion set. The time, date, and settings were correct. Reviewed the alarm history and found the alarm. Assisted the mother to run the fixed prime test and the insulin did exit. Performed a high pressure test and passed. Instructed the caller to remove the cannula, and it was not bent. Advised the mother to change the entire infusion set and reservoir. No further information was provided.